Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final device analysis found an internal abrasion in multiple locations underneath the right ventricular (rv) and superior vena cava (svc) shock coils. The ring electrode (re) and rv cable lumens were breached. The cable coating was found to be intact in these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.